Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A second clip was advanced, but while grasping, it was noted that the clip was too lateral. The leaflets were released, and the clip was attempted to be moved to the left atrium (la); however, the clip became caught in the chordae. Normal troubleshooting was performed but the clip could not be freed. In efforts to remove the clip from the chordae, the clip was attempted to be closed. The arm positioner was tightened, but the clip arm would not close and remained inverted. The arm positioner was turned back to neutral and troubleshooting was performed again. The clip was then able to be pulled above the mitral valve, but it was noted that chordae was wrapped around the clip. The clip arms were attempted to be closed again but were still unable to closed. The clip was then rotated, and at this time the chordae was released from the clip. It was then noted that when attempting to close the clip, it jumped closed. The clip was removed and no injury to the chordae or anatomy was reported. An additional clip was implanted reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty to remove appears to be due to procedural circumstances; however, difficulty closing the clip and clip jumpiness were a cascading effects of anatomical interaction/excessive tension caused as part of troubleshooting steps/operational context. There is no indication of a product quality issue with respect to manufacture, design or labeling.